Manufacturer narrative:
Upon review of the device history for the glidescope spectrum smart cable serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2017. Due to the fact that there are no repairs available and the device is no longer under warranty, the customer was advised to replace the unit. The customer indicated that they would send in their cable for evaluation and disposal. However, at this time the smart cable has not been returned to verathon for evaluation. Further attempts to get additional information from the customer have been unsuccessful at this time. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. The procedure was completed with another smart cable, which was made available within 2 minutes. No harm to the patient or user was reported.